Event description:
During the call the patient (pt) reported they used to wear catheter bags for over a year and it was terrible so they went to a dr. (B)(6) from (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).